Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) was difficult to insert at implant, the physician pushed so hard that the patient was moving off the table. There was redness and draining post-surgery. The physician denied an infection when consulted by the patient. Close to two weeks later the patient arrived at the emergency room as the icm had popped out of the implant site, the sutures had opened and there was drainage. The physician thinks the patient was messing with the device when it fell out. The patient was given antibiotics 4 times a day for 7 days. The patient consulted their primary physician the a few days later. No new icm was implanted. No additional adverse patient effects were reported.